Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/03/2010 by phone. A completed questionnaire was received on 04/06/2010. (B)(4)

Event description:
Adverse event(s): "unexpected outcome" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt had a history of diabetes with retinopathy, epiretinal membrane, dry eyes, hypertension and endocarditis (pre-existing). In the opinion of the surgeon, the iol did not cause or contribute to the event. The surgeon stated the pt had previous retinal issues including previous cystoid macular edema. The pt was being referred to a retinal specialist for eval of cystoid macular edema.